Manufacturer narrative:
(B)(4) - device manufacture date: august 28, 2015- august 29, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was observed to be leaking from a large volume infusor. It was further specified that the pump had condensation and fluid between the balloon and outer casing. This was noticed after connection. The device was filled with fluoruracil. There was no patient injury or medical intervention associated with this event. No additional information is available.